Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 41-51mg/dl. Cause was not known. Customer consumed carbohydrates and drank lemonade to address bg. Tandem technical support checked the pump logs and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.